Event description:
Attorney reported: pt sustained injury and damages associated with use of defective products, the bard kugel hernia patch and bard composix e/x mesh. Specifically, as a result of having the kugel hernia patch and bard composix e/x patches implanted in pt, pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2010-00084 for info related to the kugel patch mesh included in the event description.